Event description:
Information received by medtronic indicated that insulin pump had cracked battery compartment. Insulin pump was exposed to moisture also. The insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black. Unit received with a blank display. During visual inspection and found heavy moisture damage on the electronics, battery tube, battery connector, vibrator, 40 pin flexible printed circuit/liquid crystal display. Perform brush cleaning with the isopropyl alcohol the electronic assembly and unit still blank display. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. In conclusion, unit blank display due to heavy moisture damage electronic assembly. Unit had broken battery tube threads, cracked case (battery tube). The unit p-cap/ test reservoir locks in place properly and no anomaly noted.